Event description:
A talent stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. The diameter of the proximal and distal neck were 25.3mm and 21.7mm, respectively. It was reported that the patient presented with a type I distal leak resulting in aneurysm expansion in the distal thoracic aortic. Per the physician, it was difficult to determine the cause of the distal type I endoleak, but it was likely due to disease progression. The physician implanted a valiant stent graft about two cm distal to the left subclavian artery and extended into the previously implanted stent graft. The physician also implanted a valiant stent graft distally about three cm proximal to the celiac artery. It was not obvious that there was a proximal type I endoleak, however, when the physician did the angiogram, there was very little seal zone proximally. Therefore, the physician decided to extend proximal and distal. A conduit was performed and the physician had difficulty closing the vessel and getting it to stop bleeding. The patient received several units of blood. The graft placement went well and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).